Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl at the time of incident. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with honey. It was reported that the auto mode was inactive at the time of event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump received bolus not delivered alarm. The infusion set had bent cannula. The insulin pump will not be returned for analysis.